Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the tube was leaking and required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the vela ventilator, it is inop with a frozen screen. The customer stated there was no patient involvement associated with this event.